Event description:
It was reported that the day after a device changeout the patient heard an alarm. On interrogation it was found that all right ventricular (rv) lead impedances were out of range, however upon testing all impedances were in range. It was thought that a feature may have been turned on prior to lead insertion which forced a lead impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).